Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia which did not require treatment. The event involved product(s) mmt-1781k. The customer reported receiving replace battery alert/replace battery now alarm. This was the second occurrence of receiving an alarm in less than 8 hours after the low battery warning. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and the customer didn't used the smartguard/auto mode of the insulin pump. No further patient complications were reported. The customer can continue to use the pump until replacement arrives if they install a new battery. Mmt-1781k was requested and the customer response was the device will be returned.